Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The complaint indicated that there was a bug and bug eggs found in the packaging, under the seal, not where the trocar was. The returned sample was visually inspected and it was confirmed on one package that foreign matter was present in the region between the inner sealed area and the outer end of the package peel tab. The end of the package had been secured with adhesive tape. No foreign matter was found inside any package. The taped end of the package was cut away so that foreign matter could be examined. The lab identified that the foreign matter was protein based. Optical microscopy analysis of one of the particles showed an object that appears to be similar to a compound eye from an insect.

Event description:
It was reported that during an unknown procedure, there was a bug and bug eggs found in the packaging, under the seal, not where the trocar was. The trocar was not opened. There were no patient consequences. Case completed with another device of the same product code.